Event description:
On (B)(6) 2009, patient reported she would have to replace the headset of her infusion set after 2 days due to the headset coming out and the adhesive no longer sticking. Patient stated the last time this happened was (B)(6). Patient reported she uses a different infusion set now with IV prep wipes and a dressing; she stated she no longer faces the issue. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.